Event description:
It was reported that the egm showed an lv pacing spike, but the corresponding deflection occurred several milliseconds after the spike. This could suggest lv loss of capture; however, the appearance in the logbook from the most recent successful lvat indicates that this is typical when there is capture in the lv. Boston scientific technical services (ts) reviewed the egm and suggested bringing the patient into the clinic for further evaluation to confirm capture. The lead remains in service. No additional adverse patient effects were reported.